Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad trace. No ramping numbers or scrolling bar moving anomaly noted. The device had minor scratches on the display window, cracked case at display window corners, and broken reservoir tube lip. No moisture damage was noted inside the device. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call, while he was sleeping something occurred which caused the buttons to stop working. Customer attempted to program a bolus and the numbers would scroll up. The buttons are now unresponsive. Customer's blood glucose was 260 mg/dl, treated with pen and current was 123 mg/dl. The device may have been exposed to sweat. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.